Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, a new cartridge was loaded, however, issue recurred. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. The alleged cartridge alarm issue was verified, however, no failure was identified; based on the analysis, the load fill estimate allegation could not be confirmed.